Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. (B)(4). At this time, carefusion has not received the suspect device/component for evaluation. (B)(4).

Event description:
The customer reported while using the avea ventilator, it alarmed circuit occlusion and wye flow sensor error. The volumes are inaccurate and the waveforms are showing near or below zero. The customer reported no patient involvement associated with this event.